Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4): the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The stapler was returned with the trigger partially engaged, and there was no evidence of biological material on the device. One staple was partially formed in the mouth of the stapler. The stapler was received with 37 staples left in the cover block. Functional testing was performed on the returned stapler. The partially engaged trigger was fully actuated, and staple stuck in the mouth partially formed and released. The stapler was fired again, but the stapler had become jammed, and no more staples formed. The device was disassembled, and the bottom component was observed to be welded improperly and misaligned. A non-conformance was opened by the manufacturing site to further investigate this issue. Minor die casting anomalies were observed on the forming tool. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with a partially engaged trigger. Upon functional testing, the stapler was fired into the air and one staple partially formed and released. The stapler was fired again, but no staples formed, and the stapler had become jammed. The stapler was disassembled, and the bottom component was observed to be misaligned. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened by the manufacturing site to further evaluate this issue. Minor die casting anomalies were observed on the forming tool. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.